Manufacturer narrative:
Hologic technical support expert (tse) reviewed logs and found no indication of assay performance issues or general positive contamination. The rlu value for the positive sample was within range of a positive result, but low enough that it could be a low-target sample wherein statistical variation is expected. Tse provided this finding to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one discrepant sample when running sar-cov-2 tma samples on panther instrument sn (B)(4). One sample tested positive on the panther, then tested negative when run on a roche system.